Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, sometimes image does not appear occurred due to deformation of the electrical contacts of the video connector socket. The cause of the defective electrical contacts could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during an unspecified procedure the visera elite video system center there was no image. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings reported, the following were identified: battery consumption/video connector lock does not work, and the image was yellow. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.